Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), adhesion ("adhesions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (right salpingectomy, right oophorectomy, hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menorrhagia, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), adhesion ("adhesions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (right salpingectomy, right oophorectomy, hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.